Manufacturer narrative:
On (B)(6) 2015 the field service engineer (fse) found torn tubing on the top port of the rinse block. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a contained cleaner leak of about 5 cc from the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.